Event description:
At one of our outpatient dialysis centers, a patient was put on a machine and started treatment. Then, the tmp alarm was noted to be going off. Routine troubleshooting, such as changing transducers, were done without good results. Biomed tech was called to assist and recommended pulling the machine. Patient's blood was returned, new machine set up. Patient lost 30 minutes of his treatment time and extra saline.